Event description:
It was reported that the healthcare provider (hcp) was able to aspirate the reservoir, but was unable to fill it to 40ml and felt strong resistance after 30ml of filling. Hcp updated the pump reservoir volume to 30. Patient was asymptomatic for any issues, and had no complaints. Drugs delivered via the device were morphine and bupivacaine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
It was reported the actual residual volume (arv) was greater than the expected residual volume (erv). The arv was 7ml when 4.6 ml was expected; this was within specification.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Catheter model: 8709, serial #: (B)(4), implanted: 2007 (B)(6), explanted: unk.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that patient still had issues and the pump was not removed. It was indicated a pump replacement was planned however 'patient's wife was having surgery so he had put the replacement of his pump on hold;' there was no date set yet on the replacement of the pump. The hcp could fill the pump up to 30ml only each time. It was later reported on (B)(6) 2012 that the patient had not heard any alarms (patient had hearing impairment), the nurse at the hospital had indicated that an alarm had gone off numerous times. Patient was last seen by the hcp on (B)(6) 2012 and per the hcp 'it didn't seem that the patient was going through withdrawal'. It was stated that 1.5 years ago patient had started noticing that 'the pump wasn't taking care of the pain like it had, mostly in the last year. The nurse started increasing the dosage but it didn't help'. At the last refill, the nurse indicated that the pump couldn't be filled to capacity.